Event description:
During a ptca/stenting treatment procedure, the quantum maverick monorail 15/3.25 mm balloon ruptured at 16-18 atms on the fourth inflation. (The number of atms reached on the initial three inflations were 6, 8, and 12 atms). The lsion being treated was a calcified, 90% stenotic lesion in the distal right coronary artery (rca). The physician used an unknown introducer sheath for vascular access and a bmw guidewire and a 6f britetip jr4 guide catheter to cross the lesion. The quantum maverick monorail balloon was being used to post-dilate a cypher stent. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the stent post dilatation. The procedure was successfully completed. No patient injuries or complications were reported. Pt status is reported as 'good.'